Event description:
Additional information received reported that the therapy had never worked for the patient since the ins replacement and was told by their physician that the ¿wiring¿ was ¿not good.¿ the patient was going to get a second opinion. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported, the patient never had therapeutic effect and felt no stimulation sensation. The reporter stated that since implant the implantable neurostimulator (ins) had not been working. It was noted the patient got a second opinion and they found out the leads were not attached to the new ins. The reporter stated the patient had an appointment on 2013 (B)(6) with their healthcare professional who will be revising the ins and leads. Additional information has been requested but was not available as of the date of this report.

Event description:
It was initially reported that the patient experienced a loss of therapeutic effect. It was clarified that it was not providing therapy. It was also reported that the device was much bigger than the previous itrel 7425. The patient had to wear elastic pants and also had trouble sleeping on the right side. The pocket also burned because it pushed against the skin. The patient was redirected to their physician for device options. Almost two months later, it was reported that since battery replacement four months prior to the report, the ins (implantable neurostimulator) was not working at all and the patient was not feeling stimulation. It was stated that "no wires were connected to it" and that "old wires were not working." It was stated that the patient needed surgery to replace the leads. It was stated that, because of the ins being so big, the patient couldn't lie down, or couldn't do anything on that side. It was stated that it bothered him like crazy. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3888es6, lot# n23229, implanted: (B)(6)1998, product type: lead; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1998, product type: extension; product ID 74001, lot# n345366, implanted: (B)(6) 2013, product type: adapter product ID 3888es6, lot# n23229, implanted: (B)(6) 1998, product type: lead; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. (B)(4).